Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital for an unrelated health issue. When anesthesia was induced during the procedure, the patient suffered cardiac arrest. There was asystole observed on telemetry. Further follow-up investigation revealed that the cause of the cardiac arrest was not provided, however the cardiac arrest was determined to be related to the performance of the pacemaker. In addition, the right ventricular (rv) lead thresholds were higher than expected and so reprogramming was performed to increase output. The implantable pulse generator (ipg) and rv lead remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) study. No further patient complications have been reported as a result of this event.